Event description:
It was reported that the patient suffered a left midshaft fracture on (B)(6) 2009. The patient underwent an open reduction internal fixation (orif) on (B)(6) 2009. Patient presented back with nonunion and underwent revision orif on (B)(6) 2013. Once again, the patient presents with broken hardware and nonunion. Patient returned to surgery on (B)(6) 2014 for revision orif. There was no report of a surgical delay. This is report 5 of 6 for complaint (B)(4)

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.